Event description:
It was reported that the customer broke his insulin pump by cracking the screen while at the gym. The customer's blood glucose was 200 mg/dl. The customer stated that the insulin pump fell out of his pocket and was hit by a ball. Advised the insulin pump needed to be replaced. Advised the customer to discontinue use of the insulin pump and revert to a back-up plan per healthcare provider's instruction. Advised customer that a replacement insulin pump would be sent. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was received with cracked and bleeding display glass, minor scratches on the display window, a cracked reservoir tube lip and cracked battery tube threads.